Event description:
It was reported that the patient underwent a replacement surgery involving an inflatable penile prosthesis (ipp) due to the pump not working properly as it would not inflate or deflate properly. A new ipp was implanted and there were no patient complications.